Event description:
The reporter stated, the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left (os) eye in 2009. The lens was explanted at about 3 days later, due to inadequate vaulting. The lens was exchanged for a longer lens.